Event description:
Clinical information: (B)(6) - amulet china pms, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted in a patient. The patient was administered heparin for procedure and vascular access for the amplatzer amulet occluder was performed through the patient's right femoral vein. There was no difficulty experienced implanting the 25mm amplatzer amulet laa occluder. After implant the patient underwent a atrial fibrillation ablation. On (B)(6) 2024, it was noted that the patient began to develop chest tightness and was admitted to the hospital. On (B)(6) 2024, a chest computed tomography scan was performed and revealed a bilateral pleural effusion of unknown origin. The decision was made to perform a thoracentesis and started the patient on diuretic furosemide. There any allegation of malfunction against the abbott device or procedure. The cause of the patient's pleural effusion is considered to be cardiac insufficiency. The patient was stable and discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient began to develop chest tightness after 3 months of amulet device implant and a chest computed tomography scan revealed a bilateral pleural effusion. Information from field indicated that there was no difficulty experienced implanting amulet occluder and that the patient underwent a atrial fibrillation ablation after implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The cause of reported patient effect pleural effusion could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances to perform a thoracentesis and the patient was started on diuretic furosemide. There were no allegation of malfunction against the abbott device or procedure. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.